Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a power cord was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cord has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that while outside of procedure, the mobile view station (mvs) of the imaging system was not receiving power. There was no patient present at the time of the issue.

Manufacturer narrative:
The mvs power cable was returned to the manufacturer for analysis. Analysis found that there was physical damage and a ground prong was broken off. Analysis found that the reported event was related to a physical damage issue.